Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to damaged load cells. The damaged load cells were likely attributed to mishandling such as a drop. During visual inspection, no physical damage was observed on the returned autopulse platform. During archive data review, multiple ua7 error messages were recorded, thus confirming the reported complaint. During the initial functional testing, the returned autopulse platform displayed "ua07" upon powering on, thus confirming the reported complaint. The load cell characterization test failed. To remedy, the damaged load cells were replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.